Manufacturer narrative:
Concomitant medical products: product ID: 3587a25, lot# n446625, product type: lead. Product ID: 3708760, serial# (B)(4), product type: extension. Product ID: 3708760, serial# (B)(4), product type: extension. Product ID: 3708760, serial# (B)(4), product type: extension. Product ID: 3708760, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# va0mqlu, product type: lead. Product ID: 37604, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3708760, serial# (B)(4), product type: extension. Product ID: 3587a25, lot# n457185, product type: lead. (B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that a patient had experienced a short circuit intermittently of the right extension cable. The short was detected during programming and research recordings. Stimulation was not provided at the most inferior contact due to the short circuit which had caused a delay in therapeutic effect. The right implantable neurostimulator (ins) was causing irritation as of (B)(6) 2015 and was displaced as of (B)(6) 2015. This was discovered post-operatively. Impedance check and a neurological examination were done. The right ins and extension were replaced on (B)(6) 2015. This was deemed not serious and was not unanticipated. This was related to the study procedure. It was later noted that the short circuit was device related, there was a faulty connector cable but the irritation and displacement of the ins were not device, therapy or procedure related however it was noted that there was asymmetry in devices. The event was resolved.